Manufacturer narrative:
Product complaint # (B)(4). Investigation summary = after review, it was determined (B)(4) is the receipt of additional information for (B)(4) as they are capturing the same patient, implants, and adverse event of implant dislocation. (B)(4) captures the date of the initial implant dislocation on (B)(6) 2020, whereas, (B)(4) was created to address the same adverse event resulting in an additional implant dislocation on (B)(6) 2020. No intervention (revision) was indicated at either times. Per the information reviewed, (B)(4) will be converted to an npi (as there have been ha submissions on both pcs) and all information from (B)(4) will be moved to (B)(4). This is a duplicate report of 1818910-2020-20992. 1818910-2020-21878 is being retracted as it is a report duplication. 1818910-2020-20992 will be kept for investigation purposes.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(6). Study:dots. Clinical adverse event received for additional left hip dislocation posteriorly - reoccurrence event is serious and is considered moderate event is definitely related to both device and is possibly related to procedure. Date of implantation: (B)(6) 2020. Date of event (onset): (B)(6) 2020. (Left hip). Treatment: hospitalized, awaiting hip revision surgery.